Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. To enable abutment change and removal, the abutment is attached to the implant with an abutment screw. Occasionally the abutment screw may become loose and need tightening. If it is not tightened, the abutment may fall out. The baha surgery guide include instructions how to adjust and tightening the abutment. There are no indications that a product failure has contributed to the reported issue. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on march 01, 2018, (B)(4).

Event description:
It was reported a new abutment was placed under a general anaesthetic on (B)(6) 2018 due to the patient losing the abutment.